Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, interrogation revealed that the right atrial lead was not sensing or capturing, and the electrogram showed the atrial lead and ventricular lead morphology on top of each other. It was noted that the lead had dislodged. The lead was repositioned, and the patient was in stable condition with no patient consequences due to the dislodgement.